Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the procedure was cancelled. A 6f guidezilla ii long catheter-guide extension was selected for use. During the procedure, it was noted that there was resistance during delivery. The procedure was cancelled due to lack of replacement. There were no patient complications reported.